Event description:
I have been diagnosed with acanthamoeba keratitis, and it has severely affected my right eye. I have used the contact lens solution manufactured by amo, complete moisture plus. I have been seeing a corneal specialist and at this time have not regained sight in my right eye. I am being treated with expensive medications and am being monitored weekly for the condition. Dates of use: daily in 2007. Diagnosis or reason for use: to sterilize contact lenses. Event abated after use stopped or dose reduced: no.